Event description:
Pt had pump on 3/24/96 and am still feeling the effects. Four months following treatment rptr's dr saw a blister in my prostate. Pt's urological symptoms are significantly worse than before treatment. Rptr is urinating much more frequently and with much more difficulty than before. Rptr's dr suggests surgery to correct the damage. Rptr has been able to have sex only three times since treatment and only with difficulty. The rptr also c/o urinary frequency and urgency.